Manufacturer narrative:
Qn# (B)(4). Per the supplier, the manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. The customer returned one ez-io needle hub from 9001p-vc-005, ez-io 25mm needle set + stabilizer kit. Visual examination revealed the hub was separated from the cannula and there was little evidence of adhesive residue on the hub. The cannula was not returned. The sample was sent to the supplier site for further investigation. The returned hub was inspected under a uv light for presence of glue by a quality inspector, quality engineer and manufacturing engineer. Visual examination revealed glue remnant in the luer of the hub. Per r & d, improper technique could cause the cannula to separate from the hub such as if the user bent the cannula or hub during removal. The IFU states "do not rock or bend the catheter. Improper technique may cause catheter to break." However, this could not be confirmed since only the hub was returned. The inner diameter of the returned hub was measured (pin gauges: ref-003131) to be 0.058 inches which is within the specification re quirements of 0.056 inches - 0.060 inches per drawing 5159 rev 13. Cannula hub drawing 5159 rev. 13 was reviewed as part of this investigation for dimensional requirements. The IFU states "do not rock or bend the catheter. Improper technique may cause catheter to break." No corrective actions are required at this time as the root cause could not be determined since only the hub was returned. Teleflex will continue to monitor and trend on complaints of this nature. The reported complaint of "ez-io needle cannula detached from hub" was confirmed based on the returned sample. Only the hub was returned. Visual examination revealed little evidence of adhesive residue on the hub. The sample passed dimensional inspection and a device history record review was performed with no evidence to suggest a manufacturing related cause. The sample was sent to the supplier for further investigation. The returned hub was inspected under a uv light for presence of glue by a quality inspector, quality engineer and manufacturing engineer. Visual examination revealed glue remnant in the luer of the hub. Per r & d, improper technique could cause the cannula to separate from the hub such as if the user bent the cannula or hub during removal. The IFU states "do not rock or bend the catheter. Improper technique may cause catheter to break." However, since the customer only returned the hub, the root cause of this complaint could not be determined. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
We had an io needle that was placed in the ed of northwest hospital in randallstown, md that when removed the blue tip snapped off during the removal. The 1-800-680-4911 number was called and reported to along with the assistance to trouble shoot removal. Subsequently the needle was removed using surgical instruments at the patient's bedside on (B)(6) 2021. We did save the broken device and was told that a rep would be in to retrieve the broken piece. I still have the broken piece in the manager's office in the ICU at northwest. Removed without surgical intervention.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
We had an io needle that was placed in the ed of (B)(6) was called and reported to along with the assistance to trouble shoot removal. Subsequently the needle was removed using surgical instruments at the patient's bedside on (B)(6) 2021. We did save the broken device and was told that a rep would be in to retrieve the broken piece. I still have the broken piece in the manager's office in the ICU at (B)(6). Removed without surgical intervention.